Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump's display turned blank. Customer stated that battery compartment had crack. Display did not returned after restart. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with the broken belt clip plate weld, missing belt clip plate, missing serial number label, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.